Event description:
On 10/10/96, the facility contacted a MFR nurse and reported that on the 29th day of refill cycle the pt complained of pain. The device was implanted on 11/19/92 for morphine infusion for treatment of pain. The device flowrate data is as follows: 04/1996=1.14; 5/1996=1.14; 6/1996=1.1; 8/1996=1.06; 9/1996=1.06. Initial attempts to find the calibrated flowrate for this device and send pds were unsuccessful with the pt's initials. The MFR nurse suggested that the facility perform an airlock procedure and if no air is returned, perform a catheter patency study. If air is returned, this may re-establish flowrate.